Manufacturer narrative:
Product analysis :visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material displacement, consistent with torsional overload. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Pre-op diagnosis: stenosis procedure: lumbar fusion levels: l4 it was reported that on (B)(6) 2015, intra-op, the patient being very large, long screws were used to go through much hard bone. In process of driving screw through pedicle at left l4, the tip of the screw driver sheared off in the screw head. The product came in contact of the patient. The product broke. Fragments of product remained inside the patient. Doctor was unable remove the product. Doctor commented once the rod was locked down it was impossible for driver tip to exit screw head. There were no patient complications due to this event.